Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. The event of gel stent blockage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen 45 gel stent device in an unknown eye was noticed to be "not patent" after the doctor injected bss following implantation.